Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, inflammatory response and kidney disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, inflammatory response and kidney disease/toxicity. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam. Good power supply and ac power cord, pil powered on the device and initiated therapy verifying airflow. There is no error codes found. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt. In this report, linv was captured. In box d: device third party. Device avail for eval. In box g: date received by mfg. In box h: evaluation method code, evaluation result code, conclusion code was updated.